Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted the device stopped working completely. The device was not able to be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device lost telemetry and function due to a severely depleted battery. The cause of the battery depletion could not be determined as the device was fully functional and operated under normal current drain when powered with an external supply. Battery analysis revealed no signs of battery malfunction, such as lithium shorting, separator damage, or lithium severing. The observed lithium scalloping noted during teardown is not unexpected given the near complete consumption of the lithium anode from the total discharge of the battery. There were no issues found with the battery. Medtronic if information is provided in the future, a supplemental report will be issued.